Manufacturer narrative:
Additional information was received that the reason for explant procedure was that the patient was not getting relief with the therapy.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead model #: sc-4301 lot #: 15947811 description: 1cm split suture sleeve.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.